Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented to the hospital for reasons unrelated to the device. Episodes of non-sustained rv oversensing were observed. Review of the episodes also revealed intermittent ventricular oversensing due to possible lead noise. Lead insulation was also noted. The lead was capped and replaced.